Event description:
patient reported that an infusion set fell off during use on (b)(6) 2026.

Manufacturer narrative:
Initial 1 of 2Based on the available information, this event is deemed to be a reportable malfunctionTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380